Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer attributes the reported problem to failure of the op-amp, resulting in failure of the dr board. The worn video connector latch is attributed to damage due to wear from repeated use.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty patient board set. In addition, a worn out video connector latch was found, resulting in a poor connection.

Event description:
A user facility reported to olympus that no image was produced by the device due to a "bad connection." There was no patient injury or harm, associated with the problem, reported to olympus.